Event description:
Hold for kc 10/12: it was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. Parent reported unexpected receiver shutdown

Manufacturer narrative:
Cmpl-01625732